Manufacturer narrative:
The lens has not been received for evaluation. The lens met all specifications prior to release. All information currently available is provided in this report.

Event description:
It was reported that the multifocal intraocular lens had unfolded incorrectly once inside the patient's eye. The doctor enlarged the incision, cut the lens into pieces and removed the lens within the procedure. It was stated that the doctor was able to successfully implant the back-up lens.